Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#62410f); fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#62410f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, first capsule was placed at 6cm proximal to the gej, suction held for 30 seconds and upon deployment and subsequent inspection the capsule was not attached and found in the stomach. Roth net used to retrieve. Two more attempts were made with different capsules, the second one still failed to attach and located above the vocal cords. The third one got stuck beside vocal chords but was retrieved. The fourth one used was from a different box and ultimately worked.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The delivery system was not returned, but the capsule was available for evaluation. Visual inspection noted no notable conditions. It was reported that the bravo capsule failed to attach to patient's esophagus. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, first capsule was placed at 6cm proximal to the gej (gastroesophageal junction), suction held for 30 seconds and upon deployment and subsequent inspection the capsule was not attached and found in the stomach. Roth net was used to retrieve. Two more attempts were made with different capsules. The second capsule still failed to attach and located above the vocal cords. The third capsule got stuck beside vocal chords, roth net was used to retrieve both capsules. The fourth one used was from a different box and ultimately worked.